Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a decrease in pacing. It was noted that the physician was questioning what the issue was with the lead. It was also noted that the patient was aware of an issue with the lead but was unable to provide any specifics. Reprogramming was done, and the lead is still in use. No patient complications have been reported as a result of this event.